Manufacturer narrative:
The patient was sent home with a monitor and will be checked next week. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this patient has an underlying rate in the 30's and the indication for pacing is complete heart block. It was noted that three hours post implant of this pacing system, complete loss of capture was noted via telemetry which resulted in several 6-7 second pauses in pacing. Additionally, one day post implant, there appeared to be one beat of loc on the presenting strips. Numerous x-rays confirmed the associated dextrus right ventricular lead had not dislodged. Also, extensive testing was performed and the capture issues could not be re-produced. There was no evidence of noise or sensing issues and threshold and impedance measurements were within normal limits. The patient is asymptomatic.